Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several issues with the insulin pump. They have been experiencing air bubbles and no delivery alarms. It was mentioned that the customer was hospitalized with high blood glucose. The customer had bent cannulas while using mio infusion sets and inserted into the stomach area. Advised the caller to make sure the customer is not connected while priming. No further information was provided.